Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a shock impedance measurement of 0 ohms. Previous low, within normal range shock impedance measurements were observed. Technical services (ts) discussed possible electromagnetic interference (emi) interference. Ts discussed troubleshooting options. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.